Manufacturer narrative:
This is a supplemental report to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the operating wire was broken at 1445 mm from the distal end. The broken section of the operating wire had a shape due to a pulling load. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The basket wire was deformed. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as hardness of the calculus. As a result, the operating wire might be broken and the basket wire was deformed. The instruction manual of the device has already warned as follows: do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a cholelithotripsy, the subject device was used. It was reported that the basket wire of the subject device was broken. The physician retrieved the subject device from the patient body. There was no patient injury reported.